Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was "use error, patient disconnected from set". The label review found the labeling adequate for the use error in this complaint.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line) which occurred on the home choice (hc) during drain. The patient was connected at the time of the alarm. The patient line was properly primed before connecting and there were no patient extension lines being used. The patient line had not separated from the transfer set. The patient had not pressed go prior to connecting. The home patient (hp) thought that he was in a dwell cycle and had disconnected to go to the bathroom. The hc was actually in a drain cycle. He had not put on his glasses and was not sure if he followed proper protocol. The baxter technical services representative (tsr) had the hp cycle the power to receive a system error 2367. The tsr had the hp cycle the power again. The hp would start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.